Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a procedure on (B)(6), 2005.according to the complainant, the patient experienced pain, urinary problems and bleeding post procedure. The exact nature and date of onset for each are unknown.all other information is unknown. Attempts to obtain additional information have been unsuccessful.